Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after inappropriate shock. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to inappropriate shock. The lead was programmed to be inactive and was replaced on (B)(6) 2020. The patient had no adverse consequences.